Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian cancer ('cancer cells along with cysts on my ovaries') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed- no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), polycystic ovaries ("cysts on my ovaries"), fatigue ("fatigue") and weight fluctuation ("weight gain/ loss (specify which one) unsure - fluctuations") and was found to have weight increased ("other injuries/symptoms: weight gain"), weight decreased ("other injuries/symptoms: weight loss") and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, headache, weight increased, weight decreased, vaginal haemorrhage, migraine, ovarian cancer, polycystic ovaries, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cancer, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, headaches, weight gain and weight loss. Discrepancy noted: date of insertion: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian cancer ('cancer cells along with cysts on my ovaries') in an adult female patient who had essure (batch no. 827927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed- no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), polycystic ovaries ("cysts on my ovaries"), fatigue ("fatigue") and weight fluctuation ("weght gain/ loss (specify which one) unsure - fluctuations") and was found to have weight increased ("other injuries/symptoms: weight gain"), weight decreased ("other injuries/symptoms: weight loss") and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, headache, weight increased, weight decreased, vaginal haemorrhage, migraine, ovarian cancer, polycystic ovaries, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cancer, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, headaches, weight gain and weight loss. Discrepancy noted: date of insertion: (B)(6) 2011. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed- no". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, headaches, weight gain and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case becomes incident. Event injury was removed. New events pain: pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal infection, vaginal discharge, other injuries/symptoms: headaches, weight gain, weight loss and essure confirmation test not performed. Explant date was added. Product indication was updated. Patient¿s date of birth was added. Reporter¿s address was updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and ovarian cancer ('cancer cells along with cysts on my ovaries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed- no". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), polycystic ovaries ("cysts on my ovaries"), fatigue ("fatigue") and weight fluctuation ("weght gain/ loss (specify which one) unsure - fluctuations") and was found to have weight increased ("other injuries/symptoms: weight gain"), weight decreased ("other injuries/symptoms: weight loss") and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, headache, weight increased, weight decreased, vaginal haemorrhage, migraine, ovarian cancer, polycystic ovaries, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, ovarian cancer, pelvic pain, polycystic ovaries, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, headaches, weight gain and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received: events: migraines, cancer cells along with cysts on my ovaries, fatigue, weight fluctuations were added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.